Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. The defib conductor was distorted, the outer tubing overlay was melted and had cosmetic environmental stress cracking. Damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the lead dislodged and the physician decided to replace it with an active fixation lead. At the time of the lead revision, it had intermittent capture at max output. The lead was replaced and returned. No patient complications have been reported as a result of this event.